Event description:
It was reported that "shortly after implant" the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013. A 4076 implantable pacing lead, (B)(6) 2010. (B)(4).